Event description:
It was reported that during a pta treatment procedure, removal difficulties were encountered. Using a 5 fr terumo sheath, the balloon was advanced to the target lesion. Resistance was encountered during insertion. The balloon was inflated but when the physician attempted to remove it, had difficulty withdrawing the balloon catheter through the sheath. The procedure was considered successful. The patient is reported as 'ok' following the procedure; no injury or complications were reported.